Manufacturer narrative:
After the eval is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/pt claimed that the animas insulin pump is prompting her to verify the date and time on two occasions. There was no adverse event associated with this complaint. During troubleshooting, the customer care advocate indicated that pt changed her battery cap on (B)(6) 2011 and uses a coin to tighten cap. Pt reports battery cap is tight and o-ring is not visible. Battery cap spring is intact and threading is good. There were no cracks on pump. Threading on pump battery compartment looked good and was not worn. It was concluded that the issue could be due to a short battery life issue possible due to system failure. There is no evidence that the alleged product contributed or caused a serious injury. However, this complaint is being reported due to the alleged power issue.